Event description:
The customer reported that the 840 ventilator had a blank gui display while in use on a patient. The patient was not harmed or injured as a result of the event. The customer replaced the bd to gui cable solving the malfunction. Covidien was not authorized to service the device.